Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient was on a resting period for posterior open bite for the past 4 weeks. The bite did not improve while the patient was resting. Reviewed the doctor of denal surgery notes and it was determined that the patient should be referred to their dentist due to bite complexity and advised them to seek traditional chairside therapy for further treatment if wanted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.